Manufacturer narrative:
The patient outcome is 'in remission' for both previously reported strokes.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure 1 resolute integrity drug eluting stent was implanted in the inferior septal and 1 non mdt stent was implanted in the 1st right lateral. Approximately 90 days post the index procedure, the patient suffered a stroke, the investigator assessed that the event was not related to the study device. Approximately 19 months post the index procedure, the patient suffered another stroke, the investigator assessed that the event was not related to the study device.